Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer contacted tandem technical services requesting guidance with the site change reminder to occur on the correct day. Reportedly, the customer changed out the infusion set the prior day, but the site change reminder occurred unexpectedly. The customer reported exiting out of the site reminder. Tandem technical services informed the customer that after a site change, the setting will need to adjust. Customer acknowledged. Although requested no further information was provided by the customer. Cts was unable to confirm if site reminder functioned as intended. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
On (B)(6) 2017: the customer reported that the site reminder feature on the pump functioned as intended. (B)(4).